Event description:
During an in-clinic follow-up, noise resulting in oversensing and inappropriate automatic mode switch (ams) were observed on the right atrial (ra) lead. Lead damage was suspected but it was not confirmed. Diagnostic imaging was performed but no anomalies were observed. A revision procedure was performed. The ra lead was explanted and replaced to resolve the event. The patient is stable.

Manufacturer narrative:
The reported events of noise resulting in oversensing and inappropriate automatic mode switching (ams) and lead damage were confirmed. As received, a complete lead was returned in two pieces for analysis. Visual inspection of the lead found two external outer insulation abrasion exposing the outer coil caused by friction to the device can, located distal to the cut end of the distal portion lead. All other damages found are consistent with procedural damage. The cause of the reported events was isolated to the external outer insulation abrasion found on the lead.